Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic nephrectomy, when the device was used for kidney retraction, the side part was broken. The surgeon said that he or she used the device while twisting it. The event occurred in use for patient. The surgical time was not extended. The status of the patient: no problem. The part fell into the patient's cavity and was retrieved. The product was removed from the tissue without damaging it.